Event description:
As reported by the user facility: ref number (B)(4), lot number unk. Reports "the issue happened several times and I ((B)(6)) met with both the operating room girl and the doctor doing the surgery. The one incident during eye surgery they had an extension tube on the end which is normal procedure and when they pushed the saline through the syringe it flew off into the patient's eye. The reason for the issue is that the pressure to push saline through the syringe is much harder. It's not easy to push at all." Ref MFR report 9610825-2014-00174.